Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02728 for device 2. On (B)(6) 2009, the pt was implanted with an scs system. The pt developed a bump under the skin at the mid-back lead incision/anchor site. X-ray was inconclusive. The doctor believes that a suture used to secure the anchor to the fascia came undone. The pt also has had positional stimulation since the implant. The pt was scheduled for a revision on (B)(6) 2010. The doctor plans to secure the anchor and reposition the lead for better coverage.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.